Event description:
It was reported that a spectrum iq infusion pump under infused elraglusib which was programmed at 500 ml/hr with a volume to be infused of 1510 ml. The tubing was incorrectly loaded initially, reloaded after 1 hr had infused as well as adjusted bag to keep fluid line at 24 inches above pump, the bag ran dry at the 4 hour mark. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.